Event description:
It was reported that after a firmware update, the user¿s dexcom g7 continuous glucose monitor remained in pairing status and the ilet displayed signal loss, resulting in no glucose readings on the ilet. Symptoms included a lack of glucose data display. Outcomes included temporary interruption of cgm data to the ilet. Investigation included remote troubleshooting and education, including instructing the user to toggle the sensor and re-pair the cgm, after which pairing status was confirmed. Investigation of this case revealed a communication issue between the cgm and the ilet that was addressed through re-pairing, consistent with a transient connectivity problem following firmware update. It was concluded, based on previously established findings for similar reports, that the cause was a software-related communication disruption resolved through standard pairing procedures.